Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: the needle broke off the suture and was unable to be retrieved so it was left in the patient. The attempt to locate the needle added approximately one hour to the procedure. A c-arm and ultrasound was utilized to determine the location of the needle in the liver and it was determined that it could not be safely removed. No patient injury currently known, but there is a concern that a v-20 needle has to be left in the liver post operatively. No blood loss reported.